Event description:
It was reported that a patient had frequent dose escalations with not enough relief and a dye study was performed on (B)(6) 2015. The catheter could be aspirated easily but the catheter tip was noted to be at lumbar 5. There ¿appeared to be a sharp bend¿ at the insertion site and the catheter was going down instead of up. The patient was being sent to another healthcare professional (hcp) for a spinal segment revision. Remains implanted but the issue had not been resolved; a revision was planned but not yet performed. The pump was used to infuse dilaudid, bupivacaine, and baclofen (unknown). Follow up was being conducted to obtain a cause of the issue, baclofen dose information, and patient outcome. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).